Manufacturer narrative:
Unpublished manuscript: outcomes of directional branches using self-expandable or balloon-expandable stent-grafts during endovascular repair of thoracoabdominal aortic aneurysms; authors (B)(6). More information, including patient information and device lot number, were requested. Reported patient data is based on mean age and percentage. No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device remains implanted. Therefore, direct product analysis was not possible. (B)(4).

Event description:
Reviewed was an unpublished manuscript, outcomes of directional branches using self-expandable or balloon-expandable stentgrafts during endovascular repair of thoracoabdominal aortic aneurysms: from 2014 to 2018, a prospective, single-center cohort study was conducted to evaluate outcomes of directional branches using self-expandable stent grafts (sesg) or balloon-expandable stent-grafts (besg) during fenestrated-branched endovascular aortic repair (f-bevar) of thoracoabdominal aortic aneurysms (taaas). A total of 335 renal-mesenteric arteries were targeted by directional branches using sesg (fluency bard or gore® viabahn® endoprosthesis) in 176 arteries, 62 patients, and in 159 arteries, 54 patients received besgs (gore® viabahn® vbx balloon expandable endoprosthesis). Ten patients (8%) had vessels targeted by combinations of both types of stents. The study had 77 males and 49 females; mean age 73±8 years). Technical success was achieved in all patients except one with one 30-day mortality. The one patient was treated for extent ii taaa using besg and died from presumed stroke on postoperative day 23, after an uncomplicated hospital course. A pre-dismissal cta (computed tomography angiography) showed widely patent branches and no complications. Three patients required early secondary interventions (3 besgs, 1 sesg) to treat three type ic endoleak (2 besgs, 1 sesg). Further details will be requested. This report addresses the following: one mesenteric artery type iiic endoleak associated a with gore® viabahn® endoprosthesis the following are being reported separately: nine renal artery type ic endoleaks with gore® viabahn® vbx balloon expandable endoprosthesis one renal artery type ic endoleak with gore® viabahn® endoprosthesis two renal artery type iiic endoleaks with gore® viabahn® vbx balloon expandable endoprostheses two mesenteric artery type ic endoleaks with gore® viabahn® vbx balloon expandable endoprostheses other adverse events included in the manuscript were assessed and reported accordingly.

Manufacturer narrative:
B.5. Updated. Seven renal artery type ic endoleaks with gore® viabahn® vbx balloon expandable endoprosthesis.

Event description:
Reviewed was an unpublished manuscript, outcomes of directional branches using self-expandable or balloon-expandable stentgrafts during endovascular repair of thoracoabdominal aortic aneurysms: from 2014 to 2018, a prospective, single-center cohort study was conducted to evaluate outcomes of directional branches using self-expandable stent grafts (sesg) or balloon-expandable stent-grafts (besg) during fenestrated-branched endovascular aortic repair (f-bevar) of thoracoabdominal aortic aneurysms (taaas). A total of 335 renal-mesenteric arteries were targeted by directional branches using sesg (fluency bard or gore® viabahn® endoprosthesis) in 176 arteries, 62 patients, and in 159 arteries, 54 patients received besgs (gore® viabahn® vbx balloon expandable endoprosthesis). Ten patients (8%) had vessels targeted by combinations of both types of stents. The study had 77 males and 49 females; mean age 73±8 years). Technical success was achieved in all patients except one with one 30-day mortality. The one patient was treated for extent ii taaa using besg and died from presumed stroke on postoperative day 23, after an uncomplicated hospital course. A pre-dismissal cta (computed tomography angiography) showed widely patent branches and no complications. Three patients required early secondary interventions (3 besgs, 1 sesg) to treat three type ic endoleak (2 besgs, 1 sesg). Further details will be requested. This report addresses the following: one mesenteric artery type iiic endoleak associated a with gore® viabahn® endoprosthesis the following are being reported separately: seven renal artery type ic endoleaks with gore® viabahn® vbx balloon expandable endoprosthesis one renal artery type ic endoleak with gore® viabahn® endoprosthesis two renal artery type iiic endoleaks with gore® viabahn® vbx balloon expandable endoprostheses two mesenteric artery type ic endoleaks with gore® viabahn® vbx balloon expandable endoprostheses other adverse events included in the manuscript were assessed and reported accordingly.